Event description:
During initial assessment of a homechoice device, baxter technician identified an increased intraperitoneal volume (iipv) situation which occurred on date(B)(6) 2010 during drain cycle 6. The ultrafiltration(uf) volume 1789 ml. The programmed fill volume was 2500ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Review of the device logs revealed a night 6 ultrafiltration (uf) of 1789 ml had occurred for therapy started 08/11/10. This volume of fluid was initially suspected to meet increased intraperitoneal volume (iipv) criteria. However, further review of the device logs revealed that the night 6 uf of 1789 ml, when combined with the tidal fill volume of 1445 ml, is equal to a patient drain volume of 3234 ml. This drain volume of 3234 ml does not exceed 4000 ml (160% of the largest prescribed fill volume) and therefore does not meet iipv criteria.